Event description:
The report stated that upon completion of the first radio frequency ablation for the procedure, the output was turned off and time reset button was pressed. The generator then started a countdown from 9 to 1 and conducted a system start-up test all over again. They reported the same thing had occurred when used previous times. Nothing special was done to recover and procedure was completed. The patient was reported as ok.

Manufacturer narrative:
Date of initial report : 07/15/2008. To date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.